Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called to report that the batteries in the insulin pump drained faster than normal. The customer's blood glucose reading was 423 mg/dl. The customer performed troubleshooting for a blank display and was able to get the display to return. The customer was sent a replacement battery cap. Nothing was replaced or returned.